Event description:
It was reported that a flexible reamer head cracked in half during a procedure to repair a proximal tibia stress fracture. There was a 5-10 minute delay as the broken fragment was retrieved from the proximal third portion of the tibia. The procedure was completed successfully with no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: per the technique guide, the 352.085 8.5mm medullary reamer head is an instrument routinely used in the flexible reamers for intramedullary nails system. The reamer head was returned and reported to have broken during surgery with all fragments being retrieved. This condition is confirmed; there is a u-shaped fracture surface originating from the proximal end of the reamer head 10mm in length. The device was manufactured in november 2004 and is over ten years old. It is likely that repeated use over ten years has caused the reamer head to become dull and require more force to ream the medullary canal. This additional force and ten years of wear likely led to the complaint condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that repeated use over ten years has caused the reamer head to become dull and require more force to ream the medullary canal. This additional force and ten years of wear likely led to the complaint condition. The complaint condition for the 352.085 lot number 2112651 8.5mm medullary reamer head was likely caused by over ten years of use; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.